Event description:
It was reported sternalock plates and screws were implanted on (B)(6) 2008, a (B)(6) skin culture was done (B)(6) 2008, and the implants were explanted on (B)(6) 2008.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.